Event description:
It was reported that the customer was hospitalized with high bgs. The customer had removed the infusion set and batteries from the pump so we were unable to troubleshooting the unit. However, they did mention their bgs had been high for several days and they did not change the set. Explained the 2hbg rule.